Event description:
It was reported the patient presented to the emergency department with shortness of breath and chest pain. Patient was also hypoxic and had lower extremity edema. Patient was diagnosed with congestive heart failure. Patient was admitted to the hospital and medication was administered. The device remains in use. The patient is enrolled in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).